Event description:
The customer reported the device will not power up on ac power. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.